Event description:
During deployment the user is questioning the "no shock advised" notification given by the device.

Manufacturer narrative:
(B)(4). Method: the device is currently pending investigation of the pt use event.